Event description:
Drew blood sample and advanced safety lock device 80% of way and became stuck. Tried with some force to advance further and drawer suffered needle stick. Post occurrence, additional health professional tried to advance safety lock and was unable to do so, even with some force.